Event description:
The customer contacted beckman coulter inc. (Bec) to report obtaining elevated troponin I (accutni) results, within the risk stratification range and within the normal reference range, on two unicel dxi 800 access immunoassay systems (s/n (B)(4)) over a period of (B)(6) 2010 to (B)(6) 2011. The customer reported the results out of the laboratory. This report documents elevated result generated on (B)(6) 2011 on the unicel dxi 800 analyzer (sn (B)(4)) for one (1) patient. The sample was repeated and recovered a lower result within the normal reference range. A new sample was drawn and it resulted within the normal reference range. The customer had previously reported an event that resulted in serious injury. Beckman coulter inc submitted MDR 2122870-2011-02676 to report the event. The customer indicated that there has been additional event with some occurrence of change to patient treatment including catherization and treatment for deep vein thrombosis (dvt) between the period of (B)(6) 2010 and (B)(6) 2011; however, it is unknown which patient underwent the treatment due to the erroneous accutni result. If the customer supplies additional information for patient treatment or serious injury, supplements to the additional mdrs will be filed.

Manufacturer narrative:
Per service history, the customer did not report assay or hardware issues at the time of the event. Root cause can not be determined for this event.